Event description:
The technician reported the brake is not holding. The bed was located on the 1st floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake mechanism assembly is broken most likely due to normal wear and tear. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, war, treat, etc. Replace if necessary. The technician replaced the brake mechanism assembly to resolve the issue. Based on this info, no further action is required.